Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the instrument arm drape involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument arm drape would not register on the system. An instrument arm drape from a different lot was installed and was recognized without issue. There were no related errors in the logs. The procedure was completing as planned with no reported injury.